Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited intermittent undersensing. It was suspected that the device may have shifted off vector due to the patient's short stature and size coupled with the device's placement in the high breast tissue. The device was reprogrammed to address the undersensing.